Event description:
Customer reported a system lock-up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. System operates as intended.